Event description:
New information received notes that the parameter issues exhibited by the right ventricular (rv) lead were high capture thresholds and low sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited an unknown parameter issue and after inserting the lead in the patient, the helix was unable to be extended. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events helix mechanism issue, high capture thresholds and low sensing. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported events of high capture thresholds and low sensing were not confirmed. Electrical testing was normal. Visual inspection of the lead did not find any other anomalies except for procedural damage.